Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic thorascopic lobectomy, the device had a poor staple formation after it was first fired while being applied to the interlobular fissure. During excision of the lobes, the green reload was activated the first time but it did not continue to activate. The surgical time was extended 30 minutes or more due to the product problem. The device was replaced and transection of new fissure of the device. There was no patient injury.